Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was issue was confirmed, camera control unit (ccu) error code e116 occurs due to graphics processing unit (gpu) failure. The repair inspection also noted the 3g/high-definition/serial digital interface output connector has pin deformation. Rubber footing has wear, scratches on the touch panel and on the top cover. The investigation is ongoing; therefore, the cause of the customer reported problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer visera 4k ultra high-definition camera control unit for a reported ¿e116¿ camera control unit (ccu) error. The customer reported issue was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e116 occurred due to failure of the graphic processing unit (gpu) . The root cause of the faulty gpu could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. The information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this was discovered during preparation for an unknown therapeutic procedure. Pre-inspection was not performed. According to the initial reporter, the procedure was completed using another otv-s400 device without any delays.